Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked at the port. The issue occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: seven (7) actual devices and photographs were received for evaluation. The returned photographs were reviewed, and it was noted that the injection ports were damaged. The actual devices were visually inspected, and it was also noted that the injection ports were damaged. A pressure test was performed underwater, and no leaks were detected. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.